Event description:
The metallic marker portion of the 6 french dilator system was still visualized after removal and exchange for an 8 french dilator. The fragment was removed after exchange for a flexed twire and trapping with the balloon and manually pulled back and retracted.